Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The device was evaluated on 14 march 2022. Technical services review of device data confirmed the power consumption had been gradually increasing and is higher than expected. The power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. As a result, device replacement within 90 days or more frequent monitoring was recommended. No adverse patient effects were reported.